Event description:
The vendor, natus, is recommending we do not change the default passwords for our neuroworks sql accounts. They are stating it is not a valid configuration per there official recommendation letter sent to us on march 22nd, 2024. This conflicts with the vendors security bulletin posted by natus on november 10th, 2023. Credentials being used are easily guessable and can be found on the internet. For example, the default admin (sa) password is being used for "mssql". Https://nvd.nist.gov/vuln/detail/cve-2023-47800 https://partner.natus.com/m/7cd3bcca88e446d4/original/neuroworks-sleepworks-product-security-bulletin.pdf attached official recommendation letter: "changing the local sql sa, or other local database password(s) (switchmatrix, xlactivityregistry, neuroworks and xlsecurity) is not recommended; this is not a validated configuration at this current time." -official recommendation letter sent on march 22, 2024.